Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 20nov2018, a patient (pt) from (B)(6) reported a corneal ulcer on the right eye (od) that occurred approximately 6 months ago while wearing acuvue® oasys® brand contact lenses (cl). The pt experienced discomfort, photophobia, tearing, and irritation with the 15th day of cl wear. The pt removed the cl, which was torn during wear. The pt visited "and" eye care professional (ecp) and was told there was a ¿small ulcer¿ od. The ecp instilled an eye drop (unspecified) and an eye patch placed on the od. The pt was instructed to discontinue cl wear for 2 days and then was able to resume cl wear. The od is currently resolved. The pt reported replacing cls every 30-45 days and does not sleep in the cls. On (B)(6) 2018, additional information was received from the pt: the pt reported using arlyte solution to clean and store cls. On (B)(6) 2018, additional information was received from the pt: the pt reported being prescribed gatifloxacin (unspecified frequency or duration). Pt noted that the treating ecp was not willing to release the pt¿s medical information. On (B)(6) 2018, additional information was received from the optometrist: the optometrist reported that the pt has been seen at the clinic since 2011 and the pt was treated for an od corneal ulcer in (B)(6) 2015. The optometrist noted that the pt over wears the cls. The optometrist verified that the pt was seen by an ophthalmologist who had instilled an eye drop (unspecified) with eye patch for 2 days and was prescribed an antibiotic for 4 days. The pt was then released to resume cl wear. The optometrist noted continuously reinforcing proper hand hygiene to the pt. No further information was available at that time. Multiple attempts were made to the treating ophthalmologist to verify the diagnosis and the treatment. No additional information has been received. The suspect cl is not available for return. No product or lot information was available. No analysis could be conducted. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. If any further relevant information is received, a supplemental report will be filed.